Event description:
This is the third report of a malfunction with a 110-4l from the same facility. The information received was described as follows; "the neurosurgeon informed him that they had problems with 3 catheters recently. When they put in the im3st, they also put the 110-4l. When they put the camino catheter in the (icp) intracranial pressure data is good, but as soon as they tighten the plastic screw to keep it in place, the icp value becomes erratic to the point where they place (evds) external ventricular drainage-to get data."

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.